Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had a loss of therapy and stimulation. The patient was experiencing a return of pain. The return of pain was how the patient could tell their device was off. The implantable neurostimulator (ins) was turning off by itself. The patient would check their device with their programmer and it would show that the stimulation was off. It was unknown how often the ins was shutting off by itself. This issue had been going on since (B)(6) 2015. The loss of stimulation was not related to positional movement. The patient did have an event on their tractor in (B)(6) 2015. The patient got "hung up" on the steering wheel and it took some time before they could get off. The patient was stuck that way for some time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indications for use: post traumatic neuralgia